Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 48 hours after the pod was activated. Upon removal she noticed there was no cannula "sticking" out of the pod.